Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain => reinforcing sutures were made with 3-0 vicryl. Patient¿s current status? No further information is available. No further information will be provided. What is the lot number? No further information is available. Was the fixation tab intact when the suture was placed in the patient? No further information is available. Did the barbs fail to engage in the tissue? =>no further information is available. Was the suture intact and pulled through the tissue? =>no further information is available. Please describe the surgeon initial technique with placement of suture: =>no further information is available. Was any solution infused in the surgical field where stratafix sutures were used? Additional suture was performed. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, after completed continuous suturing on the vaginal stump using sxpp1b450, the suture was loosened, so additional suture was performed. The operation time was extended within 30 minutes for additional suture. It was commented that the suture has been loosened several times, so the use cannot be continued unless the cause is known. No adverse patient consequences were reported. Additional information was requested.